Manufacturer narrative:
After further review MFR# 2916837-2021-00042 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsmelody¿ fluid under pressure sprayed outside of instrument. The following information was provided by the initial reporter: connector for waterbath chiller leaking. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Water. What is the source of leak/spill? (Waste or non-waste line) non-waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes- waterbath chiller-external- water. What was the fluid that leaked? Non biohazard.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facsmelody¿ fluid under pressure sprayed outside of instrument. The following information was provided by the initial reporter: connector for waterbath chiller leaking. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Water. What is the source of leak/spill? (Waste or non-waste line) non-waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak ?no. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes- waterbath chiller-external- water. What was the fluid that leaked? Non biohazard.